Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of approximately 50 mg/dl while exercise mode on the control iq software was turned on. In addition, it was reported that a resume pump alarm occurred. No additional information was provided. Customer declined to troubleshoot with tandem technical support.